Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 17, 2014 - february 19, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a white particle measuring approximately 3.10 mm in size was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy identified the particle as polyester material. The reported problem was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter within its bladder. This was found before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available. This is report 1 of 16.